Manufacturer narrative:
(B)(4). Batch # p58728. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch. Photographic analysis: the photo shows a separated device, the firing knob can be noted to be detached. A black reload loaded on the device can be appreciate it. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces. Based on the photo review the event describe is confirmed.

Event description:
It was reported that during the subtotal gastrectomy, during 2nd firing, the firing knob was broken off. All the pieces would be returned. Suture was used to sew the wound. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Device evaluation: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired and with the knife exposed. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.